Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Event description:
It was reported that during the use of the product a no message alarm went off, then a no disposable pump won't run alarm sounded. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no major damage, but a crack was observed on rear housing. Review of the event history log showed repeated power on/off that could be related to the "no disposable" alarm. Functional testing was not able to duplicate the reported issue. Not based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.